Event description:
A customer reported to beckman coulter that they received an ion selective electrode (ise) calcium calibration failure that flagged an error-reaction noise on unicel dxc 600 synchron clinical system. Upon raising the ise module, the customer found fluid under the carbon dioxide (c02) alkaline buffer bottle, but the bottle contents were full. The leak was contained within the instrument. The customer was wearing gloves and eye protection when the leak occurred. The laboratory does have an emergency chemical spill plan in place. They do have access to material safety data sheets (msds). The msds was not consulted in this case. There was no exposure or injury related to the leak. The customer stated no erroneous patient results were generated or reported out of the laboratory.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse found the ise drain tube was full causing an overflow of the ise waste fluid. The fse removed the valve that operates the ise drain and found a blockage. The fse cleaned all 3 valves, re-installed them back to the instrument and primed the ise system multiple times. The fse performed ise health check procedure. The fse confirmed failure mode was the obstructed ise drain valve. (B)(4).